Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the replacement procedure, the lead was placed in the wrong port of the cardiac resynchronization therapy pacemaker (crt-p) due to incorrect lead information entered into the device. The patient was still on the table and the pocket had to be reopened to switch the leads. The device remains in use. No patient complications have been reported as a result of this event.